Event description:
After approximately 3.5 years of use of the medtronic minimed 630g without major incidents, ms. (B)(6) noticed that the lights on her original pump were no longer working. A call to medtronic technical support on (B)(6) 2021 resulted in medtronic sending a new pump as part of their warranty program. The new pump, the one on which we are reporting, was a "recertified" pump, first used with a new reservoir and infusion set on (B)(6) 2021 in the afternoon. Settings had been copied from the prior pump and verified by (B)(6), rn, at dr.(B)(6) office. Ms. (B)(6) blood glucose levels were at or below 150 mg/dl in the afternoon, with the pump changed at 5:00 pm. Upon eating dinner that first night, blood sugar levels rose to above 500 mg/dl. Ketones were in the mild to moderate range. The pump, however, showed that 12 units of insulin had been delivered, and that no further insulin should be delivered. Ms. (B)(6) previous pump had always shown an error if the infusion set was blocked, so no one was sure what was happening. The triage nurse advised her to go to the emergency department, where she was admitted to st. (B)(6) hospital and stayed two nights. Upon investigation by the attending physician, dr. (B)(6), it was found that the reservoir still had the 139 u of insulin that had been recorded upon filling and loading the reservoir and infusion set. Dr. (B)(6) concluded that the pump had failed and encouraged us to do more testing of the pump at home. Ms. (B)(6) daughter-in-law, dr. (B)(6) (ph.d. In biological chemistry), tested the refurbished pump, using the old pump as a control, and concluded that there were at least two issues. The refurbished pump gave an error message only one time out of five when the infusion set tubing was kinked. Blockage was verified by seeing no drops and by reading the before and after reservoir levels while attempting to deliver between five and ten units. That is in contrast with the old pump that gave the error message every time, within the first unit of attempted delivery. The refurbished pump did not accurately report the amount remaining in the reservoir. Despite the infusion set being blocked and no insulin coming out, the pump reported the calculated, not the actual amount of insulin remaining. Two reservoirs and two infusion sets were used to rule out issues with those supplies. Ms. (B)(6) blood glucose and other levels were stabilized in the hospital, and she was sent with flexpen prescriptions. She has since met with her regular endocrinologist, dr. (B)(6), who is continuing to prescribe the flexpens. The incident was reported to medtronic on (B)(6), to(B)(6), who also consulted with her supervisor during the call. All that was sought was for medtronic to take the incident seriously and learn what they could from the device. Instead, they told us to keep the device, do whatever we wanted with it, or we could send it back and donate it to another patient. This lack of concern in a defective product was severely disappointing. Ms. (B)(6) and her son, (B)(6), returned a medtronic call on (B)(6) 2021, speaking with (B)(6). (B)(6) was trying to persuade ms. (B)(6) to using the pump again, but again, was not interested in examining the pump. In fact, (B)(6) indicated that medtronic would only accept the pump after 09/26/22, when the warranty had expired. We have no intention of sending medtronic the pump for them to endanger another patient with. We would readily send it to the FDA or other unbiased investigator. Ms. (B)(6), her daughter-in-law (B)(6), her son (B)(6), and her daughter (B)(6) were all involved in medical visits and in the preparation of this report. FDA safety report ID # (B)(4).